Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller reports patient indicated her controller is having a hard time connecting to the right implant. Caller reports patient's left implant with the left controller is working fine. Caller reports both controller is labelled for which side of the implant. Caller reports when she attempts to connect to implant without the recharger, the controller keep saying cannot find device, move closer. Caller reports this started about 2 months ago. Caller reports patient is able to charge her right implant up to 70%, charging fine, but cannot make adjustments even turning stimulation on. Caller reports she was able to interrogate patient's device and did reprogramming without issue. Caller reports she has reset the controller and did not resolve the issue. Pt said that the issue was that the right ins wouldn't turn on when they wanted pain relief. Pt said that they could however charge the right ins. Pt had the recharger connected to the controller and positioned over the ins. Agent had the pt unlock the controller. Pt saw the batteri es screen with the controller at 80% and the ins at 100%. Agent had the pt exit the batteries screen. Pt saw that the stimulation is off message was displaying. Agent had the pt use the white button on the top of the controller to turn the stimulation on. Pt confirmed that the stimulation was turned on. Pt confirmed that the stimulation is off message was gone and that group c was surrounded in green. Pt then said that the controller wouldn't communicate with the ins unless the recharger was being used. Agent explained to the pt that the ins would need to be re-paired to the controller again..

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause of the issue was not determined. Rep noted the remote used for the right side implant was replaced and the issue was resolved. The information has been confirmed with the patient.